Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) that was not working properly resulting in incontinence. The aus was replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the cuff and balloon found no signs of abnormalities and passed the testing performed. Inspection of the pump identified a tear in the kink resistant tubing (krt) that was consistent with fatigue. The pump did not pass the leak testing performed. The clinical observation of incontinence is a known inherent risk with the device. Based on the information available, the reported allegations were confirmed; therefore, a conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) that was not working properly resulting in incontinence. The aus was replaced. There were no additional patient complications reported.